Manufacturer narrative:
(B)(4). Evaluation of the returned section of the percutaneous lead (lead) confirmed an issue that would have potentially contributed to the reported event. A section of the percutaneous lead approximately 25¿ long was returned for evaluation. There was evidence of a prior clamshell repair and a distal end lead replacement. The lead was tested for electrical continuity in the condition that it was received and the brown wire produced an open circuit. The silicone jacket, clear bionate, and metal braided shield layers of the lead were removed to examine the underlying wires. Visual inspection of the wires at the nipple housing of the metal connector revealed that the brown wire was completely fractured. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing and the remaining wires appeared unremarkable. Based on the investigation, if the exposed conductors of the brown wire contacted the braided shield while the patient was operating on the power module, the resulting electrical short to ground would have caused the reported ¿red heart¿ alarms and pump stoppages that were confirmed through the evaluation of the returned system controllers. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received from the (B)(6) registry stating: intermittent alarms when plugging unit into wall. No alarms when on battery power.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had occasional unidentified alarms when connected to the power module at home. The alarms were unable to be reproduced in the clinic. The manufacturer¿s clinical specialist evaluated the patient¿s percutaneous lead and confirmed that the silicone jacket was disconnected at the distal end towards the system controller with no obvious compromise to the shield underneath. A clamshell was applied to the distal end. There was also a small tear in the jacket above an old percutaneous lead repair site and silicone rescue tape was applied. Approximately one week later, the patient was admitted to the hospital after experiencing a red heart alarm and pump stoppage. There was no reported adverse patient effect. A fracture of the brown wire was identified by the manufacturer's technical services team and an external percutaneous lead repair was subsequently performed. No further issues have been reported.

Manufacturer narrative:
Approximate age of device: 2 years and 6 months. The patient remains ongoing and continues on lvad support; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.